Event description:
The patient's left hip was revised due to dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 28mm liner. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.